Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer reporting a v60 device shut down expectantly. The unit was in clinical use when the reported issue occurred, however there was no report of patient or user harm. The customer biomed evaluated the issue and determined the issue was due to a faulty power cord. The diagnostic error log indicated a low battery, and the patient was placed on a different ventilator for continued therapy. The power cord was found to be faulty at the end that plugs into the wall. The power cord was replaced, and the system successfully passed performance specification testing after repairs were completed. The failed component was discarded by the customer. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.